Event description:
(B)(6), partially removed due to infection (B)(6), removed due to infection (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).